Manufacturer narrative:
E.6. Initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd tube k2edta plh 13x75 4.0 plbl lav br did not fill properly. The following information was provided by the initial reporter: customer mentions that 4 ml edta tubes do not fill to an adequate level, having an approximate deficit of 20 to 25%. The tubes are occupied by cesfam, which sends samples to the hospital's laboratory.

Manufacturer narrative:
Investigation summary: material #: 360057 lot/batch #: 2181429 bd had not received samples or photos for investigation. Therefore, five (5) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the bd tube k2edta plh 13x75 4.0 plbl lav br did not fill properly. The following information was provided by the initial reporter: customer mentions that 4 ml edta tubes do not fill to an adequate level, having an approximate deficit of 20 to 25%. The tubes are occupied by cesfam, which sends samples to the hospital's laboratory.